Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The unit is an accessory and does not get captured by procedure logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover accessory fell inside the patient during a da vinci assisted procedure. The tip cover was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the customer reported that the monopolar curved scissors (mcs) tip cover accessory fell into the patient¿s anatomy. The tip cover was retrieved in the same procedure. There was no impact on the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs and the tip cover accessory were inspected prior to use with no issue. It was unknown if the mcs tip cover was properly installed during the procedure. It was unknown if the mcs instrument collided with any other instruments. Reducer and installation tool were not used. There was no issue with the functionality of the mcs during the procedure. There was no damage on the mcs tip cover, mcs instrument or cannula.